Event description:
It was reported that when the customer turned on the monitor, it immediately turns off on tis own. They purchased a battery kit for the monitor and replaced it but the monitor still has the same problem. No pt injury was reported.

Manufacturer narrative:
The reported issue was confirmed and the faulty battery charger was replaced. The service rep also replaced the resistor 132 with schottky diode. The system operates as intended.